Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified vessel. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced over an unspecified wire and about to go into the unspecified guide catheter when it was noted that the device was broken half way from the hub. The procedure was completed with a 2.00mm x 15mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was fine.